Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient developed impedances on entire right side of her lead (contacts 8-15) and her pain was right sided so a lead revision was scheduled. Upon opening the pocket, the patient's healthcare provider (hcp) switched the leads into the opposite channels of the battery and the impedances shifted to the left side of the lead. Based on this information, the doctor replaced the paddle - upon replacement, electrode 12 and 13 were still 16000. Hcp again swapped the leads into the opposite channels and the impedances moved to electrode 3 and 4. Connectivity was all green check marks, so it was summoned that the impedance could be stemming from the patient anatomy. Rep gave her 3 programs all avoiding those 2 contacts and will follow up at post op to see how she is doing.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 977c265, serial# (B)(4),implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type: lead ,ubd: 21-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative. It was reported that the deposition of the lead is unknown.